Event description:
It was reported to covidien on 06/26/2008 that a customer had an issue with a safety needle. Customer reports the doctor had the safety needle break off when activating the product.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.